Event description:
The surgeon attempted to implant a aa4203tl toric silicone lens. The lens tore prior to insertion into the eye. No pt contact or injury. The cause of the lens tear was unk. Surgery was completed using another lens.

Manufacturer narrative:
H6: results - 100 (other): visual inspection of the returned product showed that 1 lens haptic was torn off and missing and the lens optic was torn in half. Visual inspection of the cartridge shows that the tip was split. Visual inspection of the injector shows no visible damage. There was surgical residue/debris on the product. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined.